Manufacturer narrative:
Updated fields: b4, g3, g6, h2, h3, h6 type of investigation, investigation findings, investigation conclusions, component code, h11. The fse replaced the fiber optic extension connector. All functional and safety test performed without any further issues. Released to customer and cleared for clinical use. The following investigation was performed by (B)(4), technician of the maquet failure analysis and testing dept. Fat wayne, nj the failure analysis and testing dept. Received part number with a reported unit failure of the fiber optic extension. The fat performed a visual inspection and found the part to be in good condition. The fat installed the part in cardiosave test fixture serial number and tested the part to factory specifications per the cardiosave service manual part number revision r. No failure confirmed. Retaining the part in the failure analysis and testing department per procedure number rev. At.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported by the field service engineer (fse) that during the semi annual pm cardiosave intra-aortic balloon pump (iabp) fiber optic is intermittent. There was no patient involvement.